Event description:
The surgical scrub technician 1 case of endophthalmitis, 3 days following a vitrectomy procedure. The facility states they are not blaming any product(s); it is their policy to follow-up with manufacturers on any products used during the procedure if there are complications.

Manufacturer narrative:
No sample returned. No similar reports on this lot of product. Retention samples were retested and met specifications. Manufacturing batch records were reviewed. All results of chemical and micorbiological tests were within specifications.